Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The target lesion was located in the mildly calcified and mildly tortuous proximal to mid proximal left anterior descending artery (lad). The proximal lad was completely clotted with large burden thrombus. A 2.5x15mm apex balloon was used to predilate the lesion and regain flow. Then a 3.0x20mm synergy ii stent was implanted. Heparin was administered and the procedure was completed successfully. While on the cath lab table, the patient started to have chest pain. Angiography showed a stent thrombosis at the previously stented lad. Reopro was administered. A 3.0x15mm quantum apex balloon was used to gain better flow back to the vessel and a second 2.5x16mm synergy ii stent was implanted without complications. The patient was able to leave the catherization lab in stable condition with favorable prognosis.